Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient stated that their therapy was set too high. Patient said that their foot was vibrating, and their crotch was hurting. Patient was looking for rep. Agent walked patient through how to decrease stimulation. Patient said that the lower part of their crotch had been in so much pain for the last 3 days, and went to their butt, and then their foot vibrated. Patient lower down the stimulation during the call. Patient said that the ins does not work, and they are considering how to take the ins from their body. Patient mentioned that they used multiple pads a day and went to the bathroom multiple times a day. Patient said that they were still feeling the stimulation in their crotch when they were sitting on the couch, and it is hurting them even after lowering down stimulation. Patient added that they were feeling pain on the left side of their crotch again. Agent reviewed information about switching programs and the agent walked the patient through how to do it. Patient confirmed that they switched programs and increased stimulation. Patient will monitor symptoms. Patient said that the ins was still vibrating a little. The patient was redirected to their healthcare provider if the issue persist but the patient declined. Patient said that they don't want to go back to their hcp because they will need to pay for the fee. Patient said that they were thinking of switching doctors and taking the ins out. According to patient, their hcp didn't put the ins right. Sent physician listings to the patient.